Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of 126149 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "the io went in as usual, but when they went to flush it the port at the 90-degree elbow blew out and spray the paramedic in the face. Per my investigation the port at the 90-degree elbow was not touched with a syringe prior to the failure and did not look out of the ordinary when the paramedic attached it to the io in the extremity."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of valve failure was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one intraosseous needle kit extension set. The blue valve septum was completely removed from the valve housing and was received loose. The valve and valve housing components appeared well-formed. Microscopic inspection of the sample components confirmed that they were well-formed and unremarkable. Attempts to insert the valve septum into the housing were unsuccessful as the septum retention figure was too wide to fit through top of the valve housing. The valve components appeared to be well-formed, suggesting that the observed valve septum separation was caused by initial improper assembly. The device is a supplied component and the supplier has been notified of this event. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by the customer "the io went in as usual, but when they went to flush it the port at the 90-degree elbow blew out and spray the paramedic in the face. Per my investigation the port at the 90-degree elbow was not touched with a syringe prior to the failure and did not look out of the ordinary when the paramedic attached it to the io in the extremity." Additional information recieved: were there any adverse reactions to the exposed area (redness, swelling, tingling, burning, etc.)? No, but unable to administer medications. Was there patient exposure? Yes. Was there a delay in the patient¿s medical treatment because of the exposure? Yes. Was medical treatment provided to the healthcare worker and if so, what was done? Yes, exposure to bodily fluids report and evaluation. Was additional medical treatment provided to the patient and if so, what was done? Cardiac arrest, treated the patient. Nothing more because of the failure.